Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d6(a), h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "double calcified capsule and capsular contracture, baker grade iii-per us and MRI." The device has been explanted and replaced with non-abbvie product..

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "broken." Healthcare professional later reported "double calcified capsule and capsular contracture baker grade iii-per us and MRI." This record is for the right side. The device has been explanted and replaced with non-abbvie product.

Event description:
Healthcare professional reported "broken." Healthcare professional later reported "double calcified capsule and capsular contracture baker grade iii-per us and MRI." This record is for the right side. The device has been explanted and replaced with non-abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening. Double capsule: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Calcification: not observed. No additional observations performed on the device. No further actions are required.